Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using sensation plus 8fr 50cc intra-aortic balloon (iab), the reporter called for assistance with an unable to calibrate fiber-optic sensor message on a cardiosave during use. The reporter stated that it was unable to calibrate fiber-optic sensor. They tried the autofill and it wouldn¿t calibrate. The art line was completely flat. The cuff pressure was fine, but the art line wont read. Sometimes it alarmed the augmentation was low. The waveform was flat as well. The reporter stated the md was unable to aspirate. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The second sheath extender and pressure tubing were also returned. The second sheath was returned separate from the iab and it was not a maquet product. A kink was found on the catheter tubing approximately 41.4 cm from the iab tip. An underwater leak test of the balloon catheter y fitting extracorporeal extender and pressure tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cardiosave pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter tubing. We are unable to determine when the kink occurred however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported difficulty with augmentation. The reported fiber optic sensor failure and difficult or unable to monitor arterial waveform cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over the past three months. Based on the rationale provided above no escalation to the CAPA process is required.